Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h4, h10 d4: UDI # (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and is chipped/fractured on lateral side of post, not all pieces returned. Reference attached photos. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h4, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned zimmer biomet for investigation as the hospital will not permit the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that the bottom tasp chipped during trialing of parts. All pieces were removed from patient and no harm was done to patient.